Event description:
It was reported that during a laparoscopic cholecystectomy/ sigmoidectomy procedure, the doctor used the device with no problem at first, until 7th firing. On the 8th firing onward, there were no clips coming out from the device. The doctor could not use the device anymore. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4) = feedlink. Additional information was requested and the following was obtained: was there any patient consequence? None, because the el5ml can not be fired when inside of the patient, and when the surgeon tried the el5ml outside the patient, no clips was come out at all. If so, what issue occurred with patient? None. Was there any change to procedure or post-op patient care? None. What is patient's current status? Patient has been discharged from the hospital. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 2 clips were found on clip track and the feedlink was noted damaged thus, the clips could not be feed into the jaws. No conclusion could be reached as to what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.